Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue of no image was duplicated when model 180 scope was connected. Examination showed the device had a worn video connector causing a poor connection, an outdated firmware version and a faulty patient board set. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center displayed no image when used with a model 180 scope. The customer reported the issue was found during preparation for use. There were no reports of patient harm or impact associated with this event.